Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet following an infusion site and supply change, with a subsequent repeat site and supply change after which glucose values began to decline. Symptoms included elevated blood glucose up to 290 mg/dl without reported ketosis, loss of consciousness, dizziness, or other acute complications. Outcomes included no alerts for glucose above 300 mg/dl for over 90 minutes, no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included troubleshooting and user education conducted by customer support. Investigation of this case revealed no device alarms or malfunctions reported and no specific device component failure identified, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.